Event description:
The pt received an occipital lead and scs system prescribed for migraines (off-label). It was reported the pt experiences pain and a heating sensation at her lead implant site. The pt also reported the lead incision is very sensitive to the touch when stimulation is turned up to a high level. She stated she must keep the amplitude high in order to effectively control her migraines. She stated she has experienced these issues since her implant but the physician told her they would gradually subside. It was also reported the amplitude on one of her programs was auto-reducing before she could feel stimulation. She alleges another program provides stimulation and effective pain relief but she would like to be able to recover the non-functional program. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.